Event description:
It was reported that the device displayed alert 65 and the user attempted multiple restarts without resolving the issue, while continuing therapy; the problem corresponded to an inaudible audio alarm associated with the speaker/sounder component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an electrical or electronic component problem, consistent with an inaudible alarm condition traced to the speaker/sounder. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.